Event description:
It was reported the patient presented with a subarachnoid hemorrhage (sah) grade 1 and underwent a balloon assisted coiling of the right posterior communicating artery aneurysm (pcom). A total of 9 coils were implanted. At the conclusion of the index procedure it verified under fluoroscopy that there was no coil loop protrusion or migration of the coils, the final coil (subject device) appeared to be well seated within the aneurysm sac. However, on follow-up angiogram taken one month post procedure, the coil was noted to have migrated. The current location of the coil is unknown. There are no known consequences or impact to the patient.

Event description:
It was reported that on follow-up angiogram, taken one month post procedure, the coil was noted to have migrated. The current location of the coil is unknown. There are no known consequences or impact to the patient.

Manufacturer narrative:
(B)(4)